Event description:
It was reported that the tip of guide wire lodged in the pt's artery while attempting to wire the diagonal vessel. The guide wire tip was unable to be removed with a snaring procedure and remained in the diagonal artery. The pt's diagonal was compromised initially upon stent placement to the lad and the pt was having 5-6/10 chest discomfort prior to the guide wire fracture. The pt continued to have 5/10 pain upon transfer to the room with integrillin was administered. No additional info was available.